Event description:
Contact reported that a pt expired two days after z-level charite disc replacement surgery. Suspected that the death was the result ot a pulmonary embolism or myocardial infraction. Family has refused autopsy. The event was not reported to be device related.